Event description:
A customer called to report a pod she was not sure was delivering insulin. Customer stated that she placed the pod on before bed when her bg was 155. When customer woke up her gb was 299. Customer was concerned as this is quite high for her. When she removed the pod, she noticed the insertion needle had not retracted into the pod. No further problems reported.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. Unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.